Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was unable to power on using a battery pack. The cause for the service code 107 was isolated to contamination on the pins of the battery connector. The nature of the contamination is being investigated. The root cause for the contamination was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 107.